Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device kept beeping even after interrogation, so the physician asked technical services (ts) how to stop beeping because the device has already reached elective replacement indicator (eri) and tachycardia therapy deactivated purposefully. Device replacement was recommended and it was noted that the physician will either choose to explant or wait until device reaches end of life (eol). No adverse patient effects were reported.